Event description:
It was reported that "a number of system issues that are due to failures to communicate with the tc200 that end up causing a conversion of surgery. One specific type of these issues is failure to communicate due to the ks hive device integration option being set to no, meaning the bidirectional communication between third party system and storz box is disabled. This causes the storz to start up with the wrong settings, as well as an undiminishable error from third party system. After the fse troubleshoots the issue and narrows it down to this option being set to no, the fse connects a keyboard to the storz box and changes it to yes. This issue almost always results in a procedure cancellation/conversion as it is not something that can be solved by restarting third party system or the storz boxes."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).